Event description:
The customer stated that the barcode reader for the alinity ci-series system control module incorrectly identified patient sample tube locations in the sample carriers. This caused a mismatch between the patient sample tube barcode label and the actual tube that was sampled. Results for 42 patients had to be corrected as results were assigned to incorrect sample ids. No specific patient data/values were provided. The barcode reader was replaced by service and the power was cycled to resolve the issue. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Data was pulled from the analyzer for 41 patient samples with impacted results. Review of the data confirmed the customer's observation. The customer observed the issue following replacement of the rsm barcode reader on alinity ci-series system control module (scm), serial number (B)(6), by the field service engineer (fse). It is possible that the fse did not manually cycle power to the rsm after replacement of the barcode reader as required to allow the firmware upgrade to complete. Once power was cycled to the rsm, the issue was resolved. An enhancement was opened to update the rsm software to automate a reboot after the barcode reader firmware is updated. This enhancement will be implemented in a future software release. An instrument service history review revealed no additional erratic or discrepant patient results reported for serial number (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The alinity ci-series scm service documentation provides labeling for the removal and replacement of the rsm barcode reader. Labeling is also adequately addressed on how to cycle power to the reagent and sample manager (rsm) to reestablish communication with the system control module (scm), to store configuration information, or to troubleshoot the system. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Based on the investigation, no deficiency was identified.